Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient required a consultation, due to a large cerebral hemorrhage and a prolonged recovery period, in order to assist with performing a tracheostomy to secure the airway. The patient underwent the tracheostomy at 15:25, and a 7.0 mm tracheostomy tube was placed. At 15:50, the patient developed significant respiratory distress and cyanosis of the lips, with subcutaneous emphysema on the right side of the neck and face. Clinically, it was considered that balloon air leakage led to inadequate ventilation and airway seal failure. Auscultation revealed decreased breath sounds in the lungs, and examination confirmed tracheostomy balloon air leakage, while the fingertip blood oxygen saturation dropped to 80%. At 15:58, balloon compression was performed, but oxygenation remained poor and further dropped to 50%. At 16:00, heart rate fell to 40 beats per minute. Immediate chest compressions were administered, followed by endotracheal intubation, and intravenous push of one ampoule each of epinephrine and atropine. At 16:02, the patient's spontaneous heart rate returned, and chest compressions were stopped. At 16:05, an ent doctor arrived at the bedside to replace the tracheostomy tube. The patient's heart rate recovered to 100 beats per minute, fingertip oxygen saturation increased to 100%, and blood pressure was 130/70 mmhg, indicating successful resuscitation.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of september 15, 2015, and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.